Manufacturer narrative:
Investigation completion: the customer reported a splash of reagent made contact with his eye when attempting to preform the binaxnow seft-test. The customer reported flushing their eyes with water directly after. Ts informed the user that the reagent solution contains a harmful chemical, and if his skin or eyes came into contact with it, he should take action and flush it out with copious amounts of water and to seek medical advice if irritation persists. Ts also recommended the user to contact 1-800-222-1222 or https://www.poison.org/contact-us (faq # 117) if in case there would be irritation or allergic reaction that might occur in the next few days and informed the user on the chemical used in the reagent solution, faq # 120) chemical name/ cas- sodium azide/26628-22-8 ghs code for each ingredient: acute tox. 2 (oral) h300; acute tox. 1 (dermal) h310 concentration: 0.0125% technical service provided the safety data sheet to the customer and no further action is required. According to the package insert in195150c v3.0: precautions 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidentally splashed the binaxnow covid-19 ag extraction reagent in their eye while attempting to open the bottle. The consumer rinsed his eyes right away the moment the incident took place. The consumer reported that there was no allergic reaction nor any irritation. Technical services recommended to the user to contact (B)(6) if in case there would be irritation or allergic reaction that might occur in the next few days. After, incident the consumer continued the test procedure and confirmed that he thoroughly followed the test procedure and obtained a negative test result.